Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.0874 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. The test battery was removed and reinserted with no failed battery test alarm/bad battery alerts noted. No drive/motor anomaly, motor error alarm, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. All buttons function properly. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's down arrow button was harder to press and bad battery alerts. Customer stated that the insulin pump had random no delivery alarms and louder during rewind. Customer reported that insulin pump had scratches on screen making it more difficult to see screen and motor errors. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.